Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A system operator reports one pt who is overcorrected +1.25 diopters in the right eye following a custom myopic with astigmatism procedure. Add'l info has been requested.